Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter tip. The target lesion area was located in a severely tortuous blood vessel. A 2d 14mm x 50cm interlock was selected for use. During the procedure, the coil was stuck in the catheter at the distal part. The coil was pulled out normally. However, upon removal, the coil protruded from the tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.